Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the box holding the femoral cone body packaging was damaged and had a minor hole in the plastic container rendering the device unsterile.